Event description:
It was reported that pt complains of pain and stiffness. Blood tests have shown 8.9 level of some metal. An MRI has shown a "3 inch hot dog" sized pseudotumor. Surgeon sees suitable to have pt go through a revision surgery. Pt called to file a claim as he wants to know who is responsible for all these expanses.

Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Add'l info pertaining to the device(s) referenced in this report (including x-rays and medical records) has been requested. Should add'l info become available, the eval summary will be submitted in a supplemental report.